Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7093550/7084871.

Event description:
It was reported that patients ipg reached end of life. It was also noted that the patient was not getting adequate coverage due to high impedances on the lead. The patient underwent ipg and lead replacement procedure and was doing well postoperatively. All explanted device components will not be returned per facility policy.